Manufacturer narrative:
This report is a duplicate of mfg report number: 8010042-2019-00570.

Event description:
Manufacturer's ref : 241401.

Event description:
It was reported during connecting to the patient circuit, the bacteria filter became separated in two parts. There was no patient harm. Manufacturer's ref : (B)(4).